Manufacturer narrative:
The lot number for 1 of the 2 malfunctions was provided and lot history review was performed. The devices have not been returned. However, medical records were provided for 1 malfunction, and confirmed for perforation and migration. The other malfunction remain inconclusive for perforation and migration as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced migration and perforation. This information was received from various sources. Each malfunction involved a patient with no known impact to the patient. One patient was a (B)(6) year-old female, and one patient was a male; the remaining patient weight and age were not provided.